Manufacturer narrative:
Additional: it has since been reported that the patient experienced infection and subsequently underwent a skin revision (date not reported) under general anaesthetic. It was also reported that IV and oral antibiotics were administered (date not reported). This report is submitted on june 12, 2019.

Manufacturer narrative:
This report is submitted on april 18, 2019. Registration number (B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.